Event description:
It was reported that error codes were observed during the procedure. The customer was unsuccessful in getting the laser to resume function. The physician completed the procedure with turp. ¿no injury to patient¿ reported.

Manufacturer narrative:
The master control board (mcb) s/n (B)(4) was returned to ams on (B)(6) 2014 and was sent to supplier. Product evaluation: the master control board s/n (B)(4) was evaluated by the supplier on (B)(6) 2014. The reported ¿errors 233, 235, 210, 211 and 202.13¿ issues were confirmed and system file failed at test. The sd card was noted missing. During trouble shooting u500 and u800 were touched up and no defects were noted before touch up. The sd card was replaced and master control board passed the standard production test. Probable root cause: based on supplier fa report, the root cause was determined to be the system file and sd card in the master control board.

Manufacturer narrative:
Product evaluation summary: the master control board (mcb) s/n (B)(4) was returned to ams on (B)(6) 2014 and was sent to supplier.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on (B)(4) 2014. Field service engineer confirmed the reported issue. Error 233, 235, 210, 211, 202 were observed during warm up. Probable root cause: based on the field service report results the root cause was determined to be the lps and mcb.